Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for his low blood glucose level of 38 mg/dl. The customer lost consciousness. He treated his low blood glucose level with glucose tablets and a coke. His low blood glucose level was due to the 150 units that the insulin pump over delivered when he tried to change the reservoir. The customer believes that there was a delivery anomaly. In the alarm history low reservoir, no delivery, and check setting alarms were found. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.